Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0463, awareness date 14-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted on (B)(6) 2010. Consumer reported that she had essure implanted when she was (B)(6). In early 2011 she started having severe panic attacks woke one morning and her whole body was numb and her heart was racing when the ambulance arrived her heart range was between 150 and 160. She had severe pain in her sides, weight gain and tired all the time, was never asked if she was allergic to any metals. In 2015 she got some answers she had a severe allergy to nickel which was why her body was out of whack and her stomach swelled. On (B)(6) 2015 at the young (B)(6) she had to have a complete hysterectomy due to essure. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe allergy to nickel approximately 5 years after insertion. She underwent a complete hysterectomy. This event is serious due to required intervention and listed in the reference safety information for essure. In this particular case, considering the compatible temporal relationship, nature of this event and lack of alternative explanation, the causal relationship between this allergy to nickel and essure inserts cannot be excluded. This case is regarded as incident since a device removal was required (implied). Additional non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 10-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe allergy to nickel approximately 5 years after insertion. She underwent a complete hysterectomy. This event is serious due to required intervention and listed in the reference safety information for essure. In this particular case, considering the compatible temporal relationship, nature of this event and lack of alternative explanation, the causal relationship between this allergy to nickel and essure inserts cannot be excluded. This case is regarded as incident since a device removal was required (implied). Additional non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.